Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The device remains in use, and the patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient called the clinic on (B)(6) 2016 due to the system controller producing a yellow wrench/advisory alarm, that then transitioned to the critical alarms "low flow" and "driveline disconnected." At the time of the alarms the patient was supported by the patient cable and power module. The clinician from the implanting center reported suspicion of a driveline issue. The patient was asymptomatic. An ungrounded power module patient cable was requested. The patient's system controller log files were submitted to the manufacturer's technical services for review, and revealed pump stoppage events on (B)(6) 2016 between 10:56 and 11:35 pm. On (B)(6) 2016, the manufacturer's technical services arrived on site for a percutaneous lead (driveline) evaluation. A suspect location on the driveline was unable to be identified. The clinician declined a percutaneous lead (driveline) repair, and instead requested two modified ungrounded patient cables.

Manufacturer narrative:
The report of driveline disconnects, low speed operations, and pump stoppages were confirmed based on the information contained in the submitted system controller log file. The interruptions in pump function occurred while the patient was operating on the power module only and appear consistent with a potential driveline wire compromise; however, driveline wire damage could not be confirmed because the product remains in use. A suspect location on the driveline was not identified during the on site driveline evaluation and the center declined an external replacement. Two ungrounded patient cables were requested and shipped to the customer. The patient remains ongoing on vad support using the ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.